Event description:
It was reported that a patient underwent a robotic partial nephrectomy procedure on (B)(6) 2022. And suture was used. During the procedure, the customer went through over a box of clips with many of them not being able to be loaded into the lapra-ty and many of the ones that were able to be loaded would not crimp on to the suture. Multiple appliers and multiple boxes of clips were used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: package lot number of the clips? I provided this when originally called in I no longer have it. What suture type was used? Polysorb. What suture size was used? 3-0. When the even occurred, was the suture placed near the hinge of the clip? Unknown were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Most clips would not lock on suture at all some clips would not stay in jaw of the applier. Was the applier checked for damage (jaws straight and aligned)? Appeared fine. What was the surgical procedure involved? Robotic partial nephrectomy. Was this a robotic procedure? Yes. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Yes. Device return status/follow up? Nothing to return. Did the clip hold error issue occur in multiple procedures? If yes, please provide pc number for each of the procedures. Is the quantity of product involved of 40 go instead in the quantity of product returned? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Report related to: 2210968-2022-02476, 2210968-2022-02494, 2210968-2022-02495, 2210968-2022-02496, 2210968-2022-02497, 2210968-2022-02498.